Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? What was used to complete the procedure? What tissue was being approximated or sutured when it broke?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was easy to break. There were no adverse patient consequences reported. Additional information was requested. .

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/07/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot pjh821, and no non-conformances were identified. Additional h3 investigation summary: one open box with unopened samples of product code w8557, lot pjh821 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: 1. What was the name of the initial procedure? Av shunt. 2. What was used to complete the procedure? Used another 4-0 prolene sutures. 3. What tissue was being approximated or sutured when it broke? Vessel.